Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a regulatory report from (B)(6) of peritonitis in an (B)(6) female patient coincident with nutrineal pd4 unknown bag therapy. This report was received by the (B)(4) health authority and forwarded to baxter (B)(4). On an unreported date, the patient began treatment with nutrineal pd4 unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for end stage renal disease (esrd). On (B)(6) 2010, the patient was hospitalized (reason not specified). On (B)(6) 2010, after treatment with nutrineal, the patient developed peritonitis. "No germ was found." On an unreported date, nutrineal was "stopped" and large spectrum antibiotherapy with oflocet (ofloxacine) and gentamicin were administered as corrective treatment. The patient recovered without sequelae after nutrineal withdrawal. The (B)(4) health authorities considered nutrineal as a suspect drug and the causal relationship was rated, according to the (B)(4) methodology of causality assessment, as possibly.